Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of circulation water from it was observed. So the customer stopped using the product. No report of patient injury.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with its original packaging, in used condition, and decontaminated. The device was visually inspected at a distance of 12 to 16 under normal conditions of illumination. Damage was observed on the outside of the reflux connector on the left side. No other damage or dysfunctional conditions were observed. A leak test was performed in which a leak was observed confirming the complaint. A root cause suggests the reflux connector became damaged after the product left the manufacturing facility however it is unknown what caused the damage. A device history record (DHR) review showed no issues or nonconformance's during the manufacturing of the reported lot number. This issue will continue to be monitored and further actions taken accordingly.